Event description:
According to the reporter, at the beginning of the process, the doctor was preparing and flushing the three ports of the catheter. The doctor was unable to flush the middle white port. The catheter was not repaired. There was no leak. Tego was not utilized. Another vascular catheter from the same lot was inserted as remedial action performed to address the issue, and the procedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at the beginning of the process, the doctor was preparing and flushing the three ports of the catheter. The doctor was unable to flush the middle white port. The catheter was not repaired. There was no leak. Tego was not utilized. Aside from the reported issue, nothing else unusual was observed on the device. Another vascular catheter from the same lot and same product ID (identifier) was inserted as remedial action performed to address the issue, and the procedure was completed. There was no blood loss. A blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the doctor was preparing and flushing the three ports for the insertion of the vascular catheter. They were unable to flush the middle white port. The catheter was not repaired. There was no leak. Tego was not utilized. No difficulty was encountered during the removal of the device from the packaging. The intended procedure was completed. It was not the same kit used to complete the procedure. There was another kit of the same lot used to replace the subject kit during the procedure. There were other devices in the kit that were replaced during the procedure. There was no delay in the procedure in which the subject device was used. No adverse events happened during the procedure. There was no blood loss. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter. A guidewire was inserted into the third port of the catheter, and resistance was felt at the catheter tip. The guidewire could not be advanced through the tip in either direction. The tip was cut open and it was revealed that there was flash from the tip obstructing the opening. Functionally, the cannula tip was damaged. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.